Manufacturer narrative:
Other applicable components are : product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, product type: lead; product ID: 37603. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the doctor claimed that the patient was not getting therapy that was as good as possible. The rep stated that patient's therapy on the right side had been turned off for a long time but they did not know how long it had not been as effective as the doctor expected/wanted. As a result of the ineffective therapy from the right side system, the patient had the right lead revised yesterday to try to improve the location. The rep stated that the right and left extensions were tunneled down the same path and they tried to avoid any interference with the left side system. It was stated that when they reconnected the right side system at the case they ran impedances and everything was normal. Today the doctor tested the left side system with the clinician programmer they found shorts on 01 and 12 (12 pair was at 48ohms). The caller stated that the patient was programmed with c+ 1- and yesterday the therapy imp was 1200ohms but when tested today it was 600ohms. It was reviewed for the rep how a short could affect therapy delivery. No further patient complications were reported/anticipated as a result of this event.